Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26300. It was reported during a trial procedure the physician attempted to implant a model 3086 lead (sn# (B)(4)) and experienced difficulty in getting the lead through the touhey needle. The physician attempted to implant another lead (model 3086 sn# (B)(4)), however he was unable to implant the lead to provide effective stimulation and there were impedance issues on the lead. In addition the patient experienced discomfort while placed on her abdomen and the trial was abandoned.